Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt this report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane mac-loc locking loop multipurpose drainage catheter was placed for treatment. Less than 5-minutes after insertion, the drain was observed to be leaking at the hub. The device was removed and replaced with a like device and the procedure was completed successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Device available for eval: yes; product received on: 17jul2018. Investigation ¿ evaluation: conclusion: cause not established (4315). A review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection/dimensional verification/functional test of the returned device were conducted during the investigation. We received one partial 8.5fr mac-loc catheter in a used and damaged condition. The returned portion is comprised of the mac-loc hub, connector cap, and approximately 11.2cm of catheter tubing ending in a cut. The device was returned with the mac-loc in the locked position. Bio matter was present on the device. A leak test was able to confirm the presence of a leak between the catheter tubing and connector cap. Tug and twist tests were conducted revealing that the proximal assembly was secure. The flare condition was inspected after disassociating the bond and appeared to have a lip and was possibly missing a portion. Due to the compression of the flare within the cap and the potential damage upon removal, it cannot be determined if the flare was manufactured to specifications. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed one non-conformance, quantity 5, for inadequate flare. All materials were scrapped. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Appropriate measures have been initiated to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.